Manufacturer narrative:
One used item was received for evaluation. As received, the right flange was observed to be torn from the trach body. The deformation of the tear was observed to be uneven. The complaint of a broken flange can be confirmed. The probable cause is due to the part removal process; the flange eyelets must be folded and passed through the molding plate cavity. During this process, the flange may come into contact with the sharp edges of the molding plate cavity. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that when the cannula was placed the cannula was torn at the "shield". No adverse patient effects were reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.